Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for the revision of the right atrial lead due to sensing noise and clavicular crush. The lead was capped and replaced on 26 jan 2023. The patient was stable.